Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. It was reported that the vibratory feature of the pump was not functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6) 2015 with the following findings: the vibratory feature of the pump was found to be fully functional: the reported issue was not duplicated. During the analysis, the pump operated according to the specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.